Event description:
Caller states he noticed today that there was no beep on power up and no audio with an alarm. Caller states there is no pt involvement as she got this unit for preventative maintenance and charged over the weekend.